Event description:
It was reported, during the implant procedure, sensing was observed with both device and right ventricle lead. The implantable cardioverter defibrillator (ICD) and leads were implanted. However, during closing of the pocket, noise on the right ventricle lead was observed. The pocket was re-opened, and the lead was re-inserted in the port. Noise was still observed with the lead. Therefore, this lead was removed and replaced with a same brand lead. The device was tested and noise was still observed. Therefore, the physician decided to explant and exchange the ICD. Thereafter, no noise was observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection did not note any anomalous conditions in shape or structure. Helix, fully extended, measured .074 inches within specification. Primary analysis findings: no anomalies found, lead functionally normal. The implantable cardioverter defibrillator was returned and analyzed. Functional testing confirmed pacing output both under telemetry and with telemetry removed. Primary analysis finding: no anomalies were found.